Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to the legal manufacturer without conducting/completing reprocessing at the facility, from which foreign material remained at some parts inside the scope. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had low angulation and the knobs had excess play. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the following components: right/left knob; up/down knob; bending section cover adhesive, objective lens adhesive; light guide lens adhesive; connecting tube; hand grip; switch button 1 and switch box. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient were reported.

Manufacturer narrative:
During testing, the reported issues were confirmed: the bending angle of the up direction did not meet with specifications and the play of the up/down directional knob did not meet with specifications due to a worn angle wire. During visual examination, the following additional issues were found: the light guide lens was cracked due to drop or knock damage; the distal end cover was dented; the adhesive on the bending section cover was detached; the connecting tube was wrinkled; the image guide protector was cut; the control section was stained; the scope cylinder was sheared; the universal cord as scratched; the light guide cover glass was scratched; and the scope connector cover was scratched. Functional testing was performed. The testing showed the device failed leak testing due to a deformed scope connector. The device did not meet with water removal requirements because the nozzle was clogged. The image testing showed insufficient illumination due to a broken light guide bundle and the image showed black dots due to damage to the charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.